Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was received undeployed. A rotational sensor discontinuity occurred, causing first prime to end early. An 0x41 alarm was sounded by the pod, indicating a rotational sensor error. Upon opening the pod, it was confirmed that the ratchet gear had not yet rotated enough to release the release bar and deploy the needle, though it was close. The rotational sensor springs were bent out and away from each other, failing to provide sufficient connection to the commutator cap and causing the discontinuity observed in the data.